Event description:
The customer was hospitalized for high blood glucose and dka. Troubleshooting was performed. The programming and histories in the pump were accurate. A lead screw was completed and it seems the lead screw is under rotating. Made arrangements to send replacement device to customer.